Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to excessive vaulting. Subsequently, the patient experienced elevated iop (pupillary block), narrowing of the angle and shallowing of the anterior chamber. A surgical iridectomy was performed. Patient had iris paresis due to increase on mean mydriasis. The reporter indicated the cause of the event was due to a big icl with small iridectomies.

Manufacturer narrative:
Evaluation: method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, the manufacturer recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4), surgical procedure, secondary surgery, surgical procedure, iridectomy, intraocular pressure rise, pupillary block, paresis, iris. (B)(4), explanted, lens, vaulting, excessive, (B)(4).